Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
This is an international report of a system error 2240 that occurred on the homechoice (hc) unit during dwell 4 of 5. There was patient involvement but no patient injury.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed in the lab. Actual sample was reviewed and the reported issue was not confirmed. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.